Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin began leaking from the cartridge septum while the customer was filling the cartridge, and continued to leak insulin after the needle was removed. The customer was able to successfully load a new cartridge. There was no reported impact to customer's blood glucose level.